Manufacturer narrative:
This supplemental report is being submitted to provide the additional information. See updated fields: d6a, d6b and d9. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was provided by the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. It was found that the ceramic head (insulation beak) was loosened. Based on the results of the investigation, the most likely cause is impact, dropping, shock or similar stress. Insulation beak failure is mechanical component problem, but the definitive root cause of insulation beak failure could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the inner sheath had the ceramic head loose. The issue occurred at maintenance. There were no reports of patient involvement.